Event description:
On (B)(6) 2020, the son of a lay user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter that his mother used read inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. It was reported that the alleged meter inaccuracy began on (B)(6) 2020 at 03:58. The patient obtained alleged inaccurate high blood glucose readings of ¿87 mg/dl¿ (at 03:58) and a second reading of ¿94mg/dl¿ at 10:40 the same day. No information was given regarding the patient¿s diabetes management regimen however, based on the reading of ¿87mg/dl¿, the customer took medication of an unspecified type/dosage and it was reported that the patient then ¿passed out¿. It was reported that the patient¿s daughter in law contacted emergency medical services (ems) prior to 10:40 due to the fact that the patient ¿passed out¿. Ems reportedly measured the patient¿s blood glucose at ¿34mg/dl¿ at, or around 10:40, using their own device and subsequently treated the patient with IV glucose. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient did not have control solution to test the meter and test strips. Replacement products were sent to the customer. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received treatment from a healthcare professional for an acute low blood glucose excursion after taking medication based on alleged inaccurate high blood glucose readings obtained with the subject meter.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. However, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.